Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
Customer reported that the pump battery depleted too quickly, leading to a low power alert and shutdown alarm prior to the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.